Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Mid-stent struts were lifted from their crimped position. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-mar-2020. It was reported that crossing difficulties were encountered. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following pre-dilation using a 3.0x15mm maverick balloon catheter, a 3.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.